Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a low blood glucose (bg) level of 65 mg/dl. The customer reported the suspected cause was due to stress. The customer drank juice, changed their cartridge, and set a temporary basal rate on the pump to address their bg. The customer declined to troubleshoot with tandem technical support.